Event description:
An 83 year old male with hypertension, hyperlipidemia, mild peripheral artery disease, and chronic obstructive pulmonary disease, newly started on hydroxychloroquine (plaquenil) for rheumatoid arthritis, and device flows developed progressive heart failure symptoms and oliguria leading to hospital admission. Due to concern for myocarditis, rv biopsy confirmed necrotizing eosinophilic myocarditis (reported as a rare side effect of hydroxychloroquine). The patient (on nasal cannula and three vasopressors) underwent placement of impella rp flex on (B)(6) 2025 at 14:32, followed by impella cp on (B)(6) 2025 at 15:22 for bipella support. Right heart catheterization via femoral approach was used after difficulty from the ij. Minor bleeding at the access site (fem stop on left groin) and renal failure requiring dialysis were reported. Bleeding is a known risk per our instructions for use (IFU) because of our anticoagulation and purge requirements. Pump positioning was confirmed by echo neither pump nor console was replaced, and the patient was transported while supported (cp p7, rp p8). Based on the information available, the patient experienced hemodynamic deterioration related to advanced cardiogenic shock secondary to necrotizing eosinophilic myocarditis, for which impella rp flex and impella cp support were initiated. During rp flex support, the device exhibited elevated pa placement signal with persistently low flows despite appropriate positioning and no aic alarms. The patient ultimately expired while supported with both devices; no causal relationship between the impella systems and the patient¿s death has been established, as the patient¿s underlying condition represents a significant confounding factor. Both the rp flex and cp devices are being returned for evaluation, and data download has been requested. Additional follow up will be provided if further information becomes available. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s critical underlying conditions of necrotizing eosinophilic myocarditis, advance cardiogenic shock and society for cardiovascular angiography and interventions stage e.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h6 (medical device problem code). Upon review, it was identified that placement signal issue code was updated to purge pressure high (as low purge flow was encountered). Additional information was provided in d6a (implantation). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in d6b (explantation). Upon review, it was identified that it was inadvertently omitted from the initial report.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. After rp flex insertion automated impella controller had placement signal issue where the pa signal elevated and flows dropped below 1. Swan pa in 30s and not matching. P8 flows less than 1. Purge stable and pump positioning confirmed via echo. Patient support continued on the same device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.